Manufacturer narrative:
(B)(4).

Event description:
The stylet remained fixed in the lead, even though the lead was heparinized before the procedure. There were no complications to the patient.

Manufacturer narrative:
Evaluation summary: as received, a complete lead was returned in one piece with stylet inserted and was stuck inside the lead. Visual inspection of the lead found the connector pin and connector cap were pulled from the connector assembly stretching the inner coil. The ptfe coating of the stylet was found stripped and was bunched with the inner coil distal to the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector separation. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of explant.